Event description:
Pt here for chf. Pt was transferred from another facility with a datascope catheter in. Perfusion went to switch over from the auto-cat I to the auto-cat ii and continued to get a "purge failure" alarm. Perfusion did all the checks that the pump triggered: helium tank was full and valve was open, trigger was on auto triggering off peaks and heart flashing so getting a trigger connectons tight, 50 cc balloon and orange connector ok, no leak obviously shuttling helium because reporter could pump off the auto-cat I. Called arrow hotline. He was very helpful, walked rptr through the whole thing. Pt was being pumped off auto-cat I while reporter tried to troubleshoot the problem. Ended up trading out to another auto cat ii and this one went up no problem. The arrow rn thinks this was a mechanical pump failure. Pump taken to biomed. "Sticky valve" replaced.